Event description:
An infusion of d51/2w with 2 meq kcl/100 ml was to be infused at 60 ml/hr. The source container was a one liter container, therefore the infusion was to last for 16.6 hours. At 12:15 a.m. The infusion was started at 60 ml/hr. At 6:00 a.m. Of the same day (5 hours and 45 minutes into the infusion) the bag was empty.